Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The target lesion was located in the mid right coronary artery (rca). The 2.5x20mm apex monorail balloon ruptured. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).